Manufacturer narrative:
The device was returned after the demonstration, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The device was not providing an image with 180 series scopes due to a faulty patient board set. Additionally, it was noted that one of the video connector pins was bent, and the unit had an outdated main switch as well as outdated software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During an olympus evis exera iii video system center demonstration, the subject device was not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the bent video connector pins and the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.